Event description:
Baxter sales representative reported to baxter corporate product surveillance an unknown clearlink primary set in which the set was observed to be leaking. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.